Event description:
According to the op report, this valve was explanted due to paravalvular leak as seen on pre-op tee. Intraoperatively, the valve was detached from the mitral annulus approx 1 cm. The valve appeared normal and both leaflets moved without difficulty. Sutures were placed through the annulus of the mitral valve and most of the posterior native leaflet was excised. A 31 mm sizer fit snugly in the annulus so a 29mj-501, was implanted. A hemashield patch was used to close both atria so there would be no tension on the suture lines. Tee demonstrated good placement of the valve and no paravalvular leak. The pt could not be weaned off bypass, became hypoxic, hypotensive, bradycardic, experienced multi-system organ failure, and expired in the or.